Manufacturer narrative:
The pump was returned and evaluated by product analysis on 12/06/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. (B)(6).

Event description:
The distributor reported that the up arrow, down arrow and ok keypad buttons were unresponsive.